Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) was kinked approximately 13.0, 16.0, 23.0, 58.0, and 79.0 cm from the hub. The neuron 070 was kinked from approximately 98.0 cm from the hub to the distal tip. Conclusions: evaluation of the device revealed several kinks in the distal region of the neuron 070. This damage was likely due to forcefully gripping or pinching of the catheter when handling. Further evaluation revealed more kinks in the proximal region. This type of damage was likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed multiple kinks on the distal end of the neuron 6f 070 delivery catheter (neuron 070) upon removal from the packaging. The kinked neuron 070 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new neuron 070.